Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart palpitations. It was noted that the right atrial (ra) lead had dislodged and was in the right ventricle. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.